Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The device has not been returned to the manufacturer yet. The device was not in patient use. The customer states that the device has a "ventilator service required" error. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.